Manufacturer narrative:
Based on the information reported to davol, the patient had a xenmatrix graft implanted on (B)(6) 2010. The patient is reported to have developed an infection, and on (B)(6) 2011 underwent a wound debridement. There is no indication that the graft has been explanted. While the graft has not been identified as the source of the patient's reported infection, it is listed as a possible adverse reaction in the product's instructions for use. The IFU states that if an infection develops, it should be treated aggressively. Currently, it is unknown whether the device may have caused or contributed to the event. No medical records have been provided, no specific device failure has been alleged and no product has been returned. With the information provided, no conclusion can be drawn.

Event description:
Based on information reported to davol: on (B)(6) 2010 - patient underwent xenmatrix implant. On (B)(6) 2011 - patient presented with an abdominal infection. On (B)(6) 2011 - patient underwent open operative wound debridement.